Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by drain difficulty during pd therapy. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis cannot be determined as there was no reported root cause; however, it was confirmed this adverse event was not due to a deficiency or malfunction of any fresenius product(s) or device(s), as reported by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human mouth and gastrointestinal (gi) tract. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this (B)(6) year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 following drain complications during ccpd therapy on the liberty select cycler at home. The patient was otherwise asymptomatic and peritoneal effluent fluid appeared cleared when obtained from the patient. It was stated the patient did not complain of back pain when they presented to the clinic (as reported in the intake) and it was believed the patient¿s back pain was unrelated to the peritonitis infection. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2022 presented with streptococcus gordonii and a white blood cell (wbc) count of 1659/mm3. The patient was diagnosed with peritonitis due to unknown etiology; however, it was confirmed there was no indication the patient¿s infection was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was not hospitalized for this event and prescribed a one-time dose of intraperitoneal (ip) ceftazidime at 2000 mg and ip vancomycin at 1750 mg every five days for two weeks. The patient is recovering from this event with improving drains during ccpd therapy as they remain asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Event description:
On (B)(6)2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 80-year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 following drain complications during ccpd therapy on the liberty select cycler at home. The patient was otherwise asymptomatic and peritoneal effluent fluid appeared cleared when obtained from the patient. It was stated the patient did not complain of back pain when they presented to the clinic (as reported in the intake) and it was believed the patient¿s back pain was unrelated to the peritonitis infection. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2022 presented with streptococcus gordonii and a white blood cell (wbc) count of 1659/mm3. The patient was diagnosed with peritonitis due to unknown etiology; however, it was confirmed there was no indication the patient¿s infection was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was not hospitalized for this event and prescribed a one-time dose of intraperitoneal (ip) ceftazidime at 2000 mg and ip vancomycin at 1750 mg every five days for two weeks. The patient is recovering from this event with improving drains during ccpd therapy as they remain asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.